Event description:
A discordant result for troponin I (tni) was obtained on an advia centaur cp instrument. It is unknown if the result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant tni result was a leak in the wash station. The fse replaced the wash station. The instrument is performing within specifications. Further evaluation of the device is not required.

Manufacturer narrative:
(B)(4).